Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history from prior to implant included being in a car accident 23 years ago. Per the reporter, the patient was a paraplegic, but ¿had movement out of her whole body¿ because she had a spinal injury and tbi (traumatic brain injury). The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that about a month and a half ago the patient was tired of the bump (which was clarified to be the pump) in her belly. The pump was protruding, so the pump was explanted. During the procedure, the catheter was left inside the patient and tied off. Per the reporter, the patient also thought that the pump helped her really well with her wrists/hands clenching and she thought did not need the pump anymore. Since having the pump explanted, the patient wanted the pump put back in because her hands were clenching up again and the one 10 mg baclofen pill three times per day was not helping. No further patient complications have been reported as a result of this event.